Event description:
This pt has an unknown progressive adult hearing loss. This pt has experienced static with their cochlear implant since activation. They have never had good sound quality with the device despite several reprogramming attempts and external equipment exchanges. Explantation/reimplantable surgery has not been decided on at this time.